Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 500 ml eva tpn bags leaked every 3rd bags. It was further informed that " a leakage at the 'orange port area' when pressure is applied to bag." The process step was not specified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date: the lot was manufactured between october 10-11, 2023. H11: the actual device was not available; however, three (3) companion samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and no leakage was observed. The reported condition was not verified in the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.